Manufacturer narrative:
Per the tandem user guide, "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notification occurred with multiple cartridges after the cartridge was filled with approximately 225 units of insulin. During troubleshooting with tandem technical support (cts) it was determined the customer performed the air removal step of the load process incorrectly. Reportedly, the customer was adding air into the cartridge instead of removing air. Cts educated the customer on proper load sequence techniques a new cartridge was loaded to resolve the issue. Customer¿s blood glucose was between 105-107 mg/dl.